Event description:
It was reported that stimulation was in the wrong location and that the patient was not getting good therapy. They were feeling stimulation in the stomach and they couldn¿t lay down with the implantable neurostimulator (ins) on because it would get super intense. The system had been off for one month. The last time the patient¿s system was checked, approximately one year ago, it was thought that the leads had moved and the patient thought that the leads and ins had moved again. It was noted that they had an adjustment, although it took a long time to adjust, but they had never had an x-ray. The patient reports their ins and leads moved in 2013 and their ins, stimulation and possibly their leads had moved in 2014. In addition, in 2014, stimulation was in the stomach. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).